Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the proximal end of the device broke. No pieces fell into the patient. No bleeding reported. No longer needed stay or additional procedures. The procedure was prolonged by a few minutes. There was no patient injury reported. In addition, the generator settings were at 2:1 and no transducer cords or the cords of any other medical device was bundled during use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. It was confirmed that the probe was broken, and the tissue pad was worn away. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the activation failure occurred due to contact with a surgical instrument or the non-insulated area of grasping section.